Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported shaft separation and tear were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to a operational context. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Returned device analysis revealed the guide wire exit notch had a tear measuring 1.7mm in length. The site reported that the tear occurred during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex artery with moderate tortuosity and heavy calcification. A 2x12mm mini trek rx balloon dilatation catheter (bdc) was advanced without resistance toward the target lesion and the proximal shaft separated. Both pieces were simply withdrawn from the patient anatomy. A same size mini trek was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.